Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving morphine 5,000 mcg/ml at 500 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the catheter was not advanced enough initially so the catheter migrated out of the intrathecal space about a month prior. The issue was diagnosed during a catheter revision that was performed on (B)(6) 2015. The spinal segment was removed. No patient symptoms reported. The initial reporter information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a clinical study. The device diagnosis was catheter dislodgment. The clinical diagnosis included the report that the patient went to the emergency room (ER) for withdrawal symptoms. The patient reported flu like symptoms - chills, cold sweats. At an office visit it was suspected that the catheter might have come out of the patient¿s spine and that the symptoms put her in the hospital. The event resulted in in-patient hospitalization. There was no conclusive evidence, however, the catheter tip was not seen within in the spine on x-ray or MRI. Furthermore, significant increases in her pump have not made a big difference. A MRI with contrast of the t-spine on (B)(6) 2015 found the ¿tip of electrode¿ not in the spinal canal. It was located in the soft tissue posteriorly about l1 level. A dye study was performed on (B)(6) 2015. A catheter access port (cap) contrast study on (B)(6) 2015 found the catheter dislodged from the intrathecal space. A catheter revision occurred on (B)(6) 2015. The etiology was indicated as possibly related to the procedure, device or therapy. The etiology indicated to be related to the intrathecal spinal portion of the catheter. The device disposition remains in the patient. The outcome resolved without sequelae on (B)(6) 2015.